Manufacturer narrative:
It was reported that the patient has an infection. It was also reported that the poly insert was loose. A revision surgery may be required. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has an infection. It was also reported that the poly insert was loose. A revision surgery may be required.